Manufacturer narrative:
On (B)(6) 2016 12:34 pm (gmt-5:00) added by (B)(6) ((B)(4)): the ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement", which was signed by the facility. According to information received there was no gauss line on the floor at the time of the event. There had previously been a line but it got washed away over time with cleaning. It has not been confirmed if the brakes were locked at the time of the event. The customer performed service on the ventilator themselves, no service was performed by us. A gauss line has been put on the floor and a new mr environment agreement has been completed. Our conclusion is that the incident was caused by the user not following the requirements for use of the ventilator in mr environment.

Event description:
(B)(4).

Manufacturer narrative:
On (B)(6) 2015 11:13 am (gmt-5:00) added by (B)(6) ((B)(4)): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator was being prepared for use in an mr environment when it was noticed that the ventilator had been pulled towards the magnet. There was no patient involvement. (B)(4).